Event description:
A customer reported their epiq cvx ultrasound system was producing a prosthetic valve calculation during a heart examination when no prosthetic valve measurement had been made. The procedure in progress was completed successfully after deleting the prosthetic valve calculation. There was no patient or user harm associated with this event.

Manufacturer narrative:
An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.

Event description:
A customer reported their epiq cvx ultrasound system was producing a prosthetic valve calculation during a heart valve procedure when no prosthetic valve measurement had been made. The procedure in progress was completed successfully after deleting the prosthetic valve calculation. There was no patient or user harm associated with this event.

Manufacturer narrative:
A thorough investigation was performed in r&d, including analysis of logs, to identify the root cause of the reported issue. The engineering team confirmed that the issue was not reproducible. The customer has also confirmed that the issue has not re-occurred.